Event description:
It was reported that patient presented to clinic for follow up and upon device interrogation. It was noted that the pacemaker interrogation episodes had been cleared. The transmission showed episodes however no episodes observed on pm. No intervention or procedure was reported. The patient was stable.